Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire could not be passed through the inner lumen of the left ventricular (lv) lead. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The lead was returned without the guidewire. Visual inspection found that there was dried blood and guidewire coating visible in the is-4 pin and on the conductor of the lead. Guidewire insertion testing was performed and the guidewire passed through the coil lumen unobstructed. If information is provided in the future, a supplemental report will be issued.